Event description:
Eea stapler was used for anastomosis and appeared to work correctly. While doing a leak test there was a major leak in the anastomosis. While doing the inspection of the leak it was noticed that the staples did not fire correctly causing the anastomosis to fall apart. The anastomosis was then hand sewed and repaired correctly. There was no harm to the patient.